Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to a follow-up after receiving an inappropriate shock. Review of the stored egms showed oversensing on the lead. Aborted charges were also noted. The sense portion of the lead was capped and replaced. Defib portion remains active.